Event description:
Potential revision for patient with a knee interpositional device.

Manufacturer narrative:
Potential revision for patient with a knee interpositional device. Review of the device history record indicated that the device was manufactured to specification.